Manufacturer narrative:
The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage and use error. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "physician opened the pocket, removed the implant, sterilized it, autoclaved it (according to the patient) and re-implanted the material. But after a few days the leak happened again." Patient reports that at first the leak was only in the left breast, but later the right breast also began to leak" for right side, device has been explanted.